Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a non-tortuous, mildly calcified right axillary artery lesion. A 4.0x40mm armada percutaneous transluminal angioplasty (pta) catheter, was advanced into the target lesion without any resistance and air aspiration was performed inside of the patient anatomy without issue. During the first inflation to 8 atmosphere, loss of pressure from the balloon was observed and a leak was noted at the hub. The balloon was deflated and removed from the patient anatomy without any resistance. A non-abbott device was used to successfully complete the procedure. There was no adverse patient effect or a reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The inflation issue and leak were confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. It should be noted that the armada 18 instruction for use, instructs how to prepare the balloon prior to insertion into the anatomy. Although it was reported that the device was prepared in the anatomy, this does not appear to have contributed to the reported inflation issue and leak. The investigation determined the reported leak appears to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.